Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No pump/transmitter communication anomaly, calibration anomaly, lost sensor alert, change sensor alert, sensor updating alert noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 86 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn 000318895970 and the event date 01-jan-2025. Please see below for the first 10 boluses listed on the event date 01-jan-2025 in the pump history file. (B)(6)2025 00:20:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6000 (0.6 u) bolusamountdelivered: 6000 (0.6 u) (B)(6)2025 00:25:51.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 15250 (1.525 u) bolusamountdelivered: 15250 (1.525 u) (B)(6)2025 00:30:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) (B)(6)2025 00:35:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 4500 (0.45 u) bolusamountdelivered: 4500 (0.45 u) (B)(6)2025 00:40:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) (B)(6)2025 00:45:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6750 (0.675 u) bolusamountdelivered: 6750 (0.675 u) (B)(6)2025 01:00:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) (B)(6)2025 01:05:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) (B)(6)2025 01:10:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6750 (0.675 u) bolusamountdelivered: 6750 (0.675 u) (B)(6)2025 01:15:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 5750 (0.575 u) bolusamountdelivered: 5750 (0.575 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 01-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm listed on the event date 01-jan-2025 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-jan-2025 in the pump history file. (B)(6)2024 17:27:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 19:58:56.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 22:03:56.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 00:41:26.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 00:51:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:42:02.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 03:52:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 00:47:07.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 09:04:50.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 10:54:52.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2025 08:51:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2025 09:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lostsensor1alert (780) not confirmed. Sensorerroralert (801) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Unable to confirm alleged discrepancy between sg value and bg value. Delivery anomaly-possible over delivery not confirmed. No communication-between pump & xmtr not confirmed. No communication-between pump to meter not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's daughter reported that customer was found unconscious and was taken by the paramedics to the emergency room for a low blood glucose of 42mg/dl. There was no hypoglycemic shock. Carbohydrate intake was not verified. Customer also had red icon for the reservoir on the pump screen. It was red because customer used a lot of insulin for her therapy and icon will show red when reservoir is under 100. Troubleshooting was done. Pump and smartguard were used at the time of the low per carelink. Customer discontinued the pump and returned it for analysis. Mmt-332a and mmt-397a also were returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, possible over delivery anomaly, DHR requested - other reasons. The customer reported blood glucose value of 42 mg/dl. The customer reported hypoglycemia, hypoglycemic shock treated with emergency medical service/ambulance/emergency room visit, glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040ma, mmt-332a, mmt-397a, mmt-1884. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believes the pump is over delivering. No further patient complications were reported. No product return is required for mmt-7040ma. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-397a. Mmt-1884 was requested and customer response was the device will be returned.